Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient's continuous glucose monitoring (cgm) had inaccuracies compared to blood glucose (bg) meter. The sensor was inserted in the abdomen on (B)(6) 2016. The patient alleges that the dexcom read 110mg/dl and her blood glucose was actually 29mg/dl. The patient was at work and hit the floor. The patient then went to emergency room where she was given dextrose 5% ( d5) to raise her blood glucose level. There was no mention of who assisted patient. The patient was at the emergency room for 2.5 hours and then was released the same day ((B)(6) 2016). At time of contact the patient was recovering and is well. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.